Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range (oor) shock lead impedance (sli) measurements. Additional information was obtained and indicated that the patient was checked and all measurements were normal. No changes made and the patient will continued to be monitored. The source was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.